Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-aug-2025, the user reported attempting the fill tubing option and did not see any drops even after reaching 140 units. The user was using pre-filled cartridges and steel infusion sets. Upon removing the cartridge, the user observed it was empty but found no signs of leakage or issues with the tubing. The user then performed a supply change with a new cartridge and successfully resumed insulin delivery. No further assistance was required, and blood glucose (bg) was not affected. No symptoms were reported during the event, and no medical intervention required at the time of call.